Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging burning/smoke/electrical odor and device has burning smell. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the technician observed a dust-like contamination was observed on the blower box and blower motor, as well as at the air inlet of the blower box. Residues with the appearance of potential mineral deposits were observed on the bottom of the blower motor, which may be indicative of possible water ingress. In addition, black contamination consistent with keratin was observed at the air outlet of the blower box. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were four errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint.